Manufacturer narrative:
As reported, the bard/davol capsure straight fastener head was displaced and the metal part became exposed. Evaluation of the intraoperative photo of a deployed fastener shows that the head appears to be detached from the fastener coil. The subject device was returned for evaluation. Evaluation found that the reported event of a broken fastener deploying could not be reproduced with the four remaining fasteners found to be in good condition. The alleged broken fastener was not returned. Based on the sample evaluation and investigation performed, the most probable root cause of the fastener head breaking during deployment is the result of applied forces when in use. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Sample evaluated.

Event description:
As reported, during a tep (totally extraperitoneal) right inguinal hernia repair procedure on (B)(6) 2021, the bard/davol capsure straight fixation device was used to fixate a bard/davol 3dmax mesh. It was reported that the first fastener was placed in the cooper's ligament without any problem and when the second fastener was fired, the fastener head was displaced and the metal part was exposed. As reported, the surgeon felt that the fastener head was "wobbling" when the third fastener was fired. As reported, the device was removed from the patient's body, and cycled in air. The procedure was completed using a new capsure device. There was no reported patient injury.